Manufacturer narrative:
A collaborative investigation was completed by data innovations llc (manufacturer) and the user facility. Investigation determined that two rules (user facility programmed logic) in instrument manager did not fire as expected for a single specimen. One rule is intended to change a numerical interpreted result value from quantitative to qualitative and the second rule is intended to suppress comments (e.g. Remove test and specimen comments so they are not sent to the lis with the result). When the result came into the laboratory information system (lis), the result was a numeric value when it should have been a value of detected or not detected, and the test result released to the patient chart was a blank value. The test results were then verbally read to the provider. The result message was resent again from the laboratory instrument to the laboratory information system (lis) and the rules fired as expected. There was no patient harm as a result of this incident. Data innovations has been unable to recreate the issue and therefore has not yet determined if this was a malfunction of instrument manager software.

Event description:
A facility reported on 06 march 2025 that for a flu/covid/rsv test panel, two rules (user facility programmed logic) intended to change interpreted result values from quantitative (e.g. Numerical value) to qualitative value (e.g. Detected/not detected) and to remove certain comments from being reported with the result did not fire as expected for a single specimen.